Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with essure removal on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Further company follow-up with the consumer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. 632025) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginitis. Previously administered products included for an unreported indication: mirena. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), oophorectomy (one side removal of ovary),). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, alopecia and back pain was resolving and the genital haemorrhage, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain, urinary tract infection, vaginal discharge and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Urine pregnancy test was performed today and the result was negative. Under fluoroscopic observation, contrast material was instilled using low pressure into the uterus via a balloon tip catheter, the uterine cavity is normal in configuration and no filling defects noted. The essure devices are in satisfactory position. There is complete obstruction o the fallopian tubes bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. 632025) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginitis. Previously administered products included for an unreported indication: mirena. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), oophorectomy (one side removal of ovary),). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, alopecia and back pain was resolving and the genital haemorrhage, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain, urinary tract infection, vaginal discharge and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Urine pregnancy test was performed today and the result was negative. Under fluoroscopic observation, contrast material was instilled using low pressure into the uterus via a balloon tip catheter, the uterine cavity is normal in configuration and no filling defects noted. The essure devices are in satisfactory position. There is complete obstruction o the fallopian tubes bilaterally. Further company follow-up with the consumer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- events uti, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, hair loss and lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.